Event description:
A report was received stating the listed device had been reprocessed using boiling water. After reprocessing, the device was check for leaks prior to intubation. No leaks were detected. The device was intubated. After 2 hours of use, the ventilator alarmed "low pressure." The device cuff reportedly leaked and the cuff had become deflated. The cuff was refilled with water, and 2 hours later the same thing occurred. The cuff was filled a 3rd time with water, but the cuff continued to leak, so the tracheostomy tube was changed. No permanent adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
Device eval: a suspect device was returned for eval. During functional testing, the cuff was inflated with air, and the entire device was submerged in water. A slow leak was observed at the inside of the tube on the proximal end of the device. The leak site was found to be the internal lumen above the junction of the shaft and the connector. The cause of the leak is believed to be related to the lumen notch being made too deep. This issue is consistent with a manufacturing issue. The root cause is an exception in the initial manufacturing of the device. Production personnel have been made aware of this issue to heighten inspections and to ensure correct manufacturing directions are followed.